Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global difficult to connect and leaked. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about customer unable to connect the catheter with the extension tube. It was reported that when the customer first used it, the connection with the extension tube was poor and they couldn't connect it. After trying several times, customer could connect it, but when they ran the liquid through it, it leaked out.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard bc unit from lot number 4249034. In addition, four photographs were also submitted which displayed similarities to that of the returned unit. The inside edge of the blue female luer adapter was damaged. The material was deformed due to what appeared to be an impact with a rigid material. The deformation appeared to be the cause of the reported poor connection and leakage. Your reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a jam or incorrect feeder settings during adapter loading. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.